Event description:
Customer reports discrepant results with meters compared to lab. Patient #7. Date: (B)(6) 2010. (B)(6) inratio meter: lot #2225434 - 3.4; lot #236690 - 3.1. (B)(6) inratio meter: lot #232170 - 3.6; lot #236690 - 3.3. Lab: 2.43. (B)(6) and (B)(6) are the initials of the nurses using two different meters. These were the only identifiers the customer could provide.

Manufacturer narrative:
Additional lot #232170. Investigation pending.